Manufacturer narrative:
(B)(4). A copy of the patient's op report was received indicating that this device was explanted due to prosthetic aortic valve endocarditis with regurgitation. Upon inspection, the aortic valve was clearly infected. The leaflets were okay but were covered in fibrinous material on the ventricular side. The valve was dehisced 30% but the remainder was coming apart as well. The annulus was debrided of fibrinous material. There was discontinuity from the aortic annulus to the aorta below the right and left coronary arteries. Reconstruction of aortic root defects and of the anterior leaflet of the mitral valve were also performed. The aortic valve was replaced with a new edwards bioprosthesis. The patient tolerated the procedure well. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.